Event description:
It was reported that during an unk procedure that the hand activation button did not work, only worked with foot switch activation. Another device to was used to complete the case. There was no adverse patient consequence.